Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. Additional information was requested, and the following was obtained: - what was being done when the needles pulled-off (removal from package / during handling prior to use on patient/ during passage through tissue / during tying / post-op)? --during passage through tissue h3 investigation summary: the product was returned to ethicon for evaluation. One labeled winding former with a needle and one suture piece were received for analysis. The product code is vcp493. During the visual inspection of the used needle, the swage and attachment area were noted to be as expected. The barrel hole of the needle was examined under magnification, and a remnant of suture was observed. The suture piece was examined; the insertion mark could not be identified, and the other end was noted to be cut, likely by a surgical instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. Per the conditions of the returned samples, no conclusion could be reached as to what caused the reported complaint. As part of the ethicon quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date and suture was used. The problem of the suture pulling off the needle happened in surgery. Changed to another nine to continue the surgery, and the same problem happened. Changed to another one to complete the surgery. No adverse patient consequences were reported. Additional information was requested.